Event description:
It was reported that during the patient's previous implant procedure she stopped breathing. At the time, no interventions were performed and no serious injury had occurred. The patient went home the same day. It was just mentioned to the mother that the patient had stopped breathing and then started again. The patient's current physician has ordered a full cardiac work-up prior to her generator replacement. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
The initial report inadvertently listed the incorrect patient age.

Event description:
The patient's generator was replaced on (B)(6) 2011. The product has not yet been returned to the manufacturer. Attempts for additional information have been unsuccessful to date.

Event description:
The explanted generator was returned on (B)(6) 2011 and product analysis has been completed. During product analysis, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have remained unsuccessful.